Event description:
The spin lock of the plumset that attaches to the codan filters male threads will not properly secure around the swan lock portion of the filter. This leads to leaking. Manufacturer response for burette plumset, lifeshield burette plumset (per site reporter):